Manufacturer narrative:
Visual inspection performed by r&d department: from the received piece, a crack was found in the rim surface; the reason of the event is unknown from the received information, but it is possible that an improper impaction, more inclined respect to the cup/liner axis, has been applied, causing the crack in the liner rim.

Manufacturer narrative:
Batch review performed on 27 december 2024. Lot 2337865: (B)(4) items manufactured and released on 02-oct-2023. Expiration date: 2028-09-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Preliminary investigation based on the pictures received from the received photos a crack in the rim of the polyethylene liner can be noted. A suboptimal alignment of the liner into the cup during impaction may have caused the damage reported, or the presence of soft tissue might have prevented the complete insertion or adherence of the liner in the cup.

Event description:
After the liner was impacted, a protrusion and a crack was found on the surface. Surgery completed successfully using a back-up. About 30-minute delay occurred to remove the liner and implant a new one. Total surgery time 1.5 hour.